Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) did not convert ventricular tachycardia (vt). The device delivered anti-tachycardia pacing (atp) and shocks, eventually exhausting therapy. The patient was asymptomatic. Defibrillation threshold (dft) testing was performed. The shocking configuration was reprogrammed and the device remains in service. No additional adverse patient effects were reported.